Event description:
It was reported that patient presented with an adverse event of lead vegetation. Subsequently, the implantable cardioverter defibrillator (ICD) and right ventricular (RV) lead were explanted. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not yet received.